Event description:
Patient obtained high readings on lfs meter. Patient took oral meds and contacted emergency services. Paramedics came and patient does not recall the reading. Claims it was "ok" and was not treated by the paramedics. Customer service ran a check strip test and if fell high out of the range. This cause is reported based on meter failing calibration. Customer service was unable to resolve the issue and sent patient a new meter.